Manufacturer narrative:
The hba1c reagent lot number was 79405801 with an expiration date of 31-aug-2025. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 27 patients' samples tested with the hba1c on a cobas c513 analyzer. The following are 3 representative examples: sample 1: initial result: 12.4 %. Repeat result: 6.0 %. Sample 2: initial result: 9.4 %. Repeat result: 5.5 %. Sample 3: initial result: 6.8 %. Repeat result: 5.7 %. The repeat results were deemed to be correct.

Manufacturer narrative:
A general reagent issue can be excluded because no further issues were reported, and a correct rerun was performed with the same reagent. The field service engineer found that the cell rinse nozzle was blocked by the small pieces of rubber that were used for the sample tube caps, leading to random droplets back into the routine cells. He opened up the blockage and confirmed that the test and the module were performing back within specifications. The root cause was due to a component failure (blockage). The troubleshooting actions performed by the engineer resolved the issue.